Manufacturer narrative:
Evaluation: results: a visual inspection of the stylet found it to have several bends and kinks. A visual inspection of the lead found a bend in the lead body and a compression marking from the anchor. No other damage was noted to the lead body and no damaged wires were visible. The lead passed all mechanical and electrical testing during analysis. The returned stylet was visibly bent which would have made it difficult to insert the stylet fully into the lead. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2011. It was reported a surgical intervention was undertaken to revise the pt's scs leads for better coverage. The physician decided to move the pt's lead from the original placement because they were too lateral. During the procedure one of the leads was successfully repositioned but when the attempt was made for the second lead the stylet did not fully insert which resulted in the lead being crimped. A new lead was implanted at the desired location. No further pt complications were reported. Follow-up on this matter revealed, the pt has effective coverage post-operative.